Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that an interface module communication check error occurred. No other details regarding the nature of the event were provided.